Event description:
A physician reported that in 2000, while preparing a syringe for treatment using an adg needle, the collagen "leaked" out around the hub of the syringe and "splattered" on the carpet. There was no pt involvement and the needle did not separate from the syringe. No collagen "splattered" on the staff and there was no injury. The syringe and the needle were not retained.